Event description:
It was reported that via merlin.net, non-sustained ventricular oversensing due to crosstalk was observed. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.